Event description:
The customer reported an occlusion alarm occurred. The customer's blood glucose was 700 mg/dl with mild ketoacidosis. The customer went to the emergency room. The customer was treated with intravenous fluids of saline. Treatment resolved the issue without any permanent damage. Customer was released later that same day, (B)(6) 2025. The customer was change the infusion set and cartridge and resume insulin use.